Event description:
It was reported that the 9800 system will not complete boot up. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the single board computer. The single board computer was replaced and system software was reloaded. The system was tested and found to be working as intended and placed back into service.